Event description:
The customer reported that the system displayed a filament regulator error and that the system shut down without command and would not reboot. The field engineer noted a precharge voltage error. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board, the snubber board, and the battery pack. The system operates as intended.